Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: it was reported that the surgeon had three cases where he had used va-lcp condylar plate and screws. Reportedly, the va screws had loosened from the plate. Patient was being treated for periprosthetic fracture with knee prosthesis. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.